Manufacturer narrative:
(B)(4). Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicmo12.1; -13.0 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The lens had tore during injection/delivery into the eye; intraoperatively the lens was removed and replaced with a same model/length lens. There was no patient injury. This resolved the problem. The cause of the event was reported as unknown.